Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the leads were suspected to be fractured, however, this was not confirmed. An invasive procedure was performed. The ICD was explanted and replaced and the ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that the noise was able to be reproduced with pocket manipulation and patient isometrics. High out of range pacing impedance measurements greater than 2,000 ohms was observed on both leads during the noise, however, nothing apparent was noted on chest x-ray. Tachycardia therapy was programmed off and the device was programmed vvi 40 and a lead revision was planned for an unknown date in the future.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right ventricular (rv) and another manufacturer's right atrial (ra) lead presented to the emergency room wtih complaint of chest pain. Review of stored device memory noted noise, oversensing and pacing inhibition for less than 2 seconds on the ra and rv channels and inappropriate anti-tachycardia pacing (atp) and shock therapy. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.